Event description:
It was reported in the ICU, the user turned off the invasive blood pressure (ibp) alarms and, when the arterial line became disconnected, there was no alarm generated. The customer indicated the monitor functioned as expected but there was an unknown patient harm. No other clinical information or medical intervention was reported.

Manufacturer narrative:
A philips clinical solutions implementation consultant (csic) assigned interviewed the customer and it was confirmed the monitor did not malfunction. A nurse turned off the invasive pressure alarm on the art line they were using. The art line became disconnected and no there was no alarm present, which was expected behavior. The csic explained the reason why the customer reached out was they wanted to know if there was a configuration change that can disable the end user¿s ability to turn off invasive pressure alarms. The answer to this was no, but a patient event did occur due to the art line becoming disconnected for an unknown amount of time. The customer went on to say, perhaps if configurable these events could be avoided. Good faith efforts (gfe)s were sent to clarify the patient event; however, there was no response by the customer. No further investigation or action is warranted at this time.